Event description:
A report was received that the patient was experiencing pain at the ipg site. Swollen battery site was noted. It was also reported that the patient's ipg had migrated causing irritation on her ribs. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there were no signs of infection. The patient underwent a revision procedure wherein the ipg was relocated. No malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Swollen battery site was noted. It was also reported that the patient's ipg had migrated causing irritation on her ribs. The patient will undergo a revision procedure.